Event description:
It was reported that, 'was opening the implant the outer packaging was stuck to the inner packaging outer most layer. The nurse opened the inner paper layer and that too was stuck to the foam. Because of concern for sterility that implant was not used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.